Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump was monitored and no blank display anomalies or unexpected battery out limit alarms were noted. No damage on the lcd isolation tape noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, reservoir tube, cracked reservoir tube window corners, reservoir tube window and cracked battery tube threads. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Battery out limit alarm was also reported, and customer was unable to clear. Customer's blood glucose level at the time ranged between 20 mmol/l and 30 mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.